Event description:
This patient was admitted for stenting of a de novo, moderately calcified, 70% 18 mm stenosis in the first om. It was reported that the physician was performing a routine pci through radial access. He loaded the cypher and attempted a direct stenting procedure. Upon successfully arriving to the lesion, an attempt to inflate and deploy the stent was made. Only after several attempts and approximately one minute, the cypher balloon began to inflate with difficulty until finally the physician brought it up to 15 atm for 49 seconds and finally deployed the stent in the first om. Upon completion, the delivery system was successfully pulled out and the procedure completed without incidence.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.